Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited intermittent farfield signal oversensing of ventricular signals on the atrial channel. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This pacemaker remains in service. No adverse patient effects were reported.